Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site when sitting for long periods of time. The patient was prescribed lidocaine patches to use pro re nata (prn). The ipg pocket pain resolved with lidocaine patches.